Manufacturer narrative:
We are reporting according to exemption no (B)(4). Incidents involving medical devices mfg by arjo hospital equipment (B)(4) will be reported by us, the legal MFR, arjo hosp equipment (B)(4) on behalf of our sales and distribution company in the USA, arjohuntleigh inc, (B)(4). Additional info will be provided upon conclusion of the MFR's investigation.

Event description:
As stated by the customer (B)(6) 2010: per the ahus service tech - "resident was being transferred from a wheel chair to a mat in rehab by (B)(6). The sling was not fully clipped and let loose on one side. The resident fell to the mat on her side." (B)(4).